Event description:
It was reported that a data error alert 4 occurred after the pump had been shipped. There was no reported impact to the customer¿s blood glucose level, as the sensor was in warm-up and unable to provide a reading at the time. The customer's personal settings were erased during a pump reset, but technical support assisted in re-entering the settings, ensuring they matched the desired configuration. The customer was informed that some history logs might be erased; however, this did not affect the insulin therapy, and the customer acknowledged understanding and continued using the pump.